Event description:
Reporter stated that customer received a 54 mg/dl result on the mobile system at 2:58 am. Customer had unspecified hypoglycemic symptoms at the time of this result and self treated with "dextrose". Following this result, reporter stated that customer received the following results on 2 different meters: 3:08 am 137 mg/dl and 3:12 am 119 mg/dl (mobile system) and 3:09 am 76 mg/dl and 3:13 am 80 mg/dl (performa system) no adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).